Manufacturer narrative:
A company representative went on site and evaluated the system. The reported event was unable to be replicated. No system issue was found that could contribute to the reported event. System was tested and verified to meet specifications. Based on assessment, the product met specifications at the time of release. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported circle scan appeared low on a patient's right eye during a laser assisted procedure. Patient was docked and all control points were managed and scan feature was engaged. The doctor couldn't really see where to place the phase control line. Suction was broken and patient was re-docked but same results occurred. The doctor went on to the line scan and everything looked normal. The doctor proceeded to complete the case and there were no other issues reported.